Event description:
It was reported that a set, ext std bore ll 7in 1mlstraight 48ea/ca, exploded and it was contaminated with blood. Saline and gadolinium was being administered. There were no deformities noted prior to the injection and the device was not being used with an infusion pump. In addition, the customer reported that approximately 5ml of saline was injected by hand and the power injector was connected at a rate of 2ml/sec. There was no obstruction noted. This event occurred during infusion. There was patient involvement; however, it is unknown if there was any patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The used sample and an unused companion sample were received for evaluation. Visual inspection of the used sample identified that the tubing was burst, confirming the reported condition. The unused companion sample was visually inspected and functionally tested, during which no nonconformances were found. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.